Event description:
Customer reported receiving no delivery alarms and a high blood glucose reading over 400 mg/dl. He reported that he tried to give himself a bolus and received a no delivery alarm. The blood glucose was brought down to 309 mg/dl. He was assisted in performing a 5 unit fixed prime and stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.